Event description:
It was reported that during a bilateral endoscopic breast augmentation procedure, the patient had burn. A non-(B)(6) monopolar instrument was used with the generator. The case was almost finished when the burn happened along the incision line, the doctor noticed it upon withdrawal of the c-curved electrode. The electrode looked as though the black protective coating was melting off the surface and the entire electrode was warm to touch after the last use, which is not supposed to happen with the protective coating. This did not cause the case to go longer, or another follow-up surgery. The patient's status to date is fine, the burn is on the incision line and healing well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".